Manufacturer narrative:
(B)(4). A review of records related to the device including complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2018 and presented on (B)(6) 2018 with abrasion, foreign body sensation, pain and underlying infiltrates and edema in the left eye (os) that was discovered at a post treatment. Topical steroid dosage was increased and a bandage contact lens was placed. The surgery center indicated the patient felt relief from the bandage contact lens. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient reported the symptoms are not interfering with daily activities. On (B)(6) 2018, at a follow up visit, the surgery center indicated the patient had good comfort, mild blurred vision and persistent inflammation was present. The abrasion resolved. On (B)(6) 2018, oral steroids were added. Bcva from (B)(6) 2018: right eye pre-op 20/20 -3.75 x .00 x 90, left eye pre-op 20/20 -3.25 x .00 x 90.